Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for damage and foreign matter with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
Material no: 362761, batch no: 9087918. It was reported that before use of the bd vacutainer® cpt¿ cell preparation tube with sodium citrate there were scratches or cracks on the tubes, also dirt and wax smudges. 13 tubes with external residue, 5 tubes with scratches, 4 tubes in one box and 6 tubes with external residue, 6 tubes with scratches, 3 tubes with both residue/scratches. The following information was provided by the initial reporter: box 200: 13 tubes with external residue, 5 tubes with scratches, 4 tubes with both residue/scratches. Box 146: 6 tubes with external residue, 6 tubes with scratches, 3 tubes with both residue/scratches.